Event description:
Boston scientific received information that this patient presented to the emergency room with unspecified symptoms. System evaluation noted this left ventricular (lv) lead had been exhibiting increasing impedance measurements which were greater than 2000 ohms. Additionally, loss of capture was noted despite maximum device outputs. No adverse patient effects were reported.

Manufacturer narrative:
This patient's physician has been trying to contact the patient who has a history of non-compliance and latitude transmissions have stopped. It is suspected that this patient has unplugged his communicator. This product issue will be updated if additional information is received.